Manufacturer narrative:
New information received and it was learned that the incision was enlarged very slightly during the explant. The customer could not remember if a stitch/suture was used. Also, it was learnt that the patient was 20/30 uncorrected (uc), j2 at one week post op. At four weeks post-exchange, the patient is happy and has had no issues with the computer or dashboard with the newly implanted model zkb00 lens. Plan is to use a model zlboo for the second eye to achieve better near reading vision. Patient code 3191: incision enlargement. Device available for evaluation ¿ yes, returned to manufacturer on 6/12/2019. Device returned to manufacturer ¿ yes. Device evaluation: the returned sample was received within its replacement lens¿ daisy wheel kept inside of a plastic jar. A visual inspection of the lens showed trace of ophthalmic viscosurgical device (ovd) as well as a scratch across the optic surface. The lens was cleaned with purified water and dried with compressed air to ease inspection. Further inspection under magnification shows a small cut on the lens, most probably made to aid in explant. The reported issue could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00, 19.0 diopter intraocular lens (iol) was implanted into the patient right eye. Post-operatively, the results were not as intended. The patient complained of blurred vision and could not read. There were no injuries and no additional intervention was performed. At the 1-month post-op visit, the patient was 20/40-1 uncorrected visual acuity (ucva); +1.00+0.25x35 manifest refraction, +0.75+0.50x39 auto refraction. Uncorrected vision near (ucvn) was j10 @ 16 inches. Best corrected final visual acuity (va) was 20/25; final near va was j1-1 @ 16 inches, distance 20/25. It was reported there was no malfunction with the iol. The surgeon then performed an iol exchange to a zkb00, 21.0 diopter size. No report of incision enlargement, vitrectomy and sutures done. No patient post-op injury. No additional information was provided.